Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia* ultra universal short stapler and one endo gia* 60mm articulating medium/thick reload. Initial visual inspection of the instrument noted no abnormalities. Visual inspection of the reload noted that it was partially fired to the 5 cm cut line and engaged in interlock. During testing of the instrument a skip was noted in the firing stroke after closure of the loading unit jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted a sheared tooth on the anterior firing rack. Functionally, the reload was loaded into a pmv instrument. The interlock was overridden and the reload was applied to test media, and found to function properly. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual and functional testing of the returned product confirmed the product did not meet specifications. A sheared tooth was found on the firing rack, and the reload fired prematurely. The reported condition was confirmed. Replication of the sheared teeth condition may occur when firing over tissue that is beyond the recommended thickness range or firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire. The investigation identified the root cause of the issue to be from misuse of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that an issue occurred during use of the device in a low ant resect double staple procedure. The device was initially used for rectum resection. An egia60amt was connected to the egiaushort. A cracking sound was heard on the halfway, and the handle ran idle once. The surgeon continued and the firing completed without issue. No patient injury occurred or medical intervention was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.